Event description:
Rounding on alaris pumps and discovered an insulin infusion had run in over 10-15 mins. Pt received 100 units with in time frame. Number 1. Pump tubing in correctly, 2. Guardrails showing rate of 3u/hr, 3. Vtbi still showing 87mls, 4. Primary line, 5. No leaks noted in tubing or at spike site.